Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event description: as reported on 23jun2023 by a representative of mater private hospital in australia, during a cystoscopy and urethral dilatation, the coating of the dilators from an s-curve urethral dilator set (rpn: (B)(4); lot #: 14721979) were activated by adding saline to the internal packaging tray, prior to placement. While performing the urethral dilation, a blue foreign object from an s-curve dilator was observed in situ under cystoscopic vision. The foreign object remains inside the patient. A follow-up cystoscopy, under general anesthesia, is planned in the coming weeks (specific date unknown) for other clinical reasons, unrelated to the foreign object in the patient. However, they will use this opportunity to confirm if the foreign object has been passed out via normal emptying of the bladder since the initial procedure. If the foreign object is still present it will be retrieved. The physician advised he is confident this will not cause any issues to the patient. The physician advised there was no adverse effects to the patient. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the device was conducted. One used and six unused dilators from one set were returned to cook for evaluation with only the label that indicated they were from lot 14721979 and no original packaging. The dilators were visually inspected and there was no evidence of debris or flash. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The evidence from the complaint file, device history record, complaint history, quality control documents and complaint device indicate that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The IFU supplied with the device t_scurv_rev1 was reviewed and includes the following: note: prior to use, immerse the dilator in sterile water or isotonic saline to allow the hydrophilic surface to absorb liquid and become lubricious. This will ease placement under standard conditions. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause of the complaint cannot be established. It not possible to rule out if other devices used in the procedure could have potentially damaged or contributed to the blue object observed in the patient. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a cystoscopy and urethral dilatation, the coating of the dilators from an s-curve urethral dilator set were activated by adding saline to the internal packaging tray, prior to placement. While performing the urethral dilation, a blue foreign object from an s-curve dilator was observed in situ under cystoscopic vision. The foreign object remains inside the patient. A follow-up cystoscopy, under general anesthesia, is planned in the coming weeks (specific date unknown) for other clinical reasons, unrelated to the foreign object in the patient. However, they will use this opportunity to confirm if the foreign object has been passed out via normal emptying of the bladder since the initial procedure. If the foreign object is still present it will be retrieved. The physician advised he is confident this will not cause any issues to the patient. The physician advised there was no adverse effects to the patient.